Manufacturer narrative:
Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured with no exceptional conditions that affect product quality; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Diopter: 27.00 se/2.0. Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. Device evaluated by manufacturer? No. Device not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tf 27.00 se/2.0 diopter silicone single piece lens with toric optic. The lens tore upon insertion, unknown if the incision was enlarged and if suture was needed. Further information has been requested but none has been forthcoming. A medwatch supplemental will be submitted when additional information is available.

Manufacturer narrative:
Additional information: lens was removed with no injury to the patient. Cause of lens tear is unknown. (B)(4).